Event description:
Routine complaint investigation when health care professional reported a pt received a blood glucose result of 510mg/dl on a precision qid meter. The test was repeated and a result of "hi" was obtained. A laboratory result in the time period was 163mg/dl. The health care professional stated that the pt was treated with insulin based on the erroneous higher reading with no adverse effects. Control testing was performed at the hosp setting and both high and low values were within range. When the blood glucose values were plotted on a clarke error grid, the results fell into the "c" showing the different to be clinically significant.